Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that a motor stall had occurred on (B)(6) 2019 at 10:29 and recovered the same day at 14:24. The patient had not had an MRI recently. It was confirmed there were no other abnormal pump events in the logs. The same caller called back later the same day to say that the patient had looked lethargic so the pump was interrogated again and it had stalled again. She decided she was not going to silence the alarm or do any programming and instead sent the patient to the emergency room (ER) to be monitored. There were no environmental, external or patient factors which may have led or contributed to the issue. No surgical intervention was planned or scheduled. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.